Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01567. This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that a patient underwent right knee surgery for the primary diagnosis of osteoarthritis. As part of the study, questions were asked about components and instruments used intraoperatively. The evaluation responses stated that during trialing the tibial island did not stay intact through full extension, and the tibial plateau fractured during the operation and was converted to a standard total knee arthroplasty. The patient outcome is unknown, and there is no indication of surgical delays or medical intervention.